Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was received for analysis. A visual and microscopic examination was performed on the returned device. The stent was returned detached from the delivery device. The balloon was unfolded which indicates the balloon material had been subjected to positive pressure. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination was performed on the detached stent. The stent was noted to be tightly crimped and did not appear to have been deployed through balloon inflation as no stent expansion was observed. The crimped stent was noted to be damaged along its length; the proximal end of the stent was noted to be severely damage. No damage was observed to the tip of the device. A visual and tactile examination identified no damage or any issues along the length of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 12-dec-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 70% stenosed target lesion was located in the severely tortuous and severely calcified renal artery. A 5.0x40x135cm express¿ ld vascular stent was advanced for treatment. However, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damaged and stent detached/separated.